Event description:
It was reported, considering the long-term continuous infusion needs of the patient in the later stage, the puncture groshong was arranged on the afternoon of (B)(6) and the puncture teacher opened the package and found trachoma leakage on the side of the catheter tip when he opened the package and prefilled the catheter according to the process.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation revealed some blood use residues inside the luer of the stylet. Nothing remarkable was observed along the length of the catheter. A functional test of attempting to infuse water into the catheter through its stylet using a 12 ml syringe revealed the catheter was patent to infusion through the distal valve without any visible leaking. A functional test of attempting to pressurize the catheter with water revealed no observable leaks throughout the returned catheter. Functional testing of the returned catheter revealed no leaks throughout the returned device; therefore, the complaint of a leaking catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, considering the long-term continuous infusion needs of the patient in the later stage, the puncture groshong was arranged on the afternoon of july 12, and the puncture teacher opened the package and found trachoma leakage on the side of the catheter tip when he opened the package and prefilled the catheter according to the process.